Manufacturer narrative:
Concomitant product(s): a ddbb2d1 ICD, antibacterial envelope, (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure it was noted that the atrial lead had varying impedances, detection issues and intermittent stimulation. Insulation failure was established related to manipulation of the device. The lead was reprogrammed and will be replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the distal segment of the lead was returned, analyzed, and the outer insulation was ruptured while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had low impedance and was explanted and replaced.